Manufacturer narrative:
(B)(4). During review of reopened complaint and trees, it was noted medwatch number: (B)(4) was filed in error. Complaint is a non-reportable malfunction. The deformation of the driver tip did not result in any reported adverse consequences or surgical delay. If the device functional issue were to reoccur, other drivers of the same product code or alternate drivers with the same tip configuration would be readily available in the kit to complete the case without issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Completing a l3-5 plf following a l3/4 l4/5 dlif. The rep was present during the case. Surgeon was final tightening the correction key (199721000) with the verse x25 inserter/tightener (299704230) and it would not torque off. The instrument continued to slip within the correction key. The driver was then changed to the second verse x25 inserter/tightener (299704230). This then would also not torque off. Both instruments visually were burred at the tips. They then opened the expedium x25 final tightener (279712600) and used this to lock to correction key. They proceeded with the case using the expedium x25 final tightener (279712600) to tighten the remaining correction keys and unitised set screws (199721001) as both the verse x25 inserter/tightener (299704230) were burred. There was a clinical delay of about 2 minutes while they sourced the expedium trays. This caused no complications for the patient other than the extended anaesthetic time of 2 minutes. No ae to the patient. Patient outcome post surgery - routine, as per original expectation. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.